Manufacturer narrative:
Device received with the customer applying excessive adhesive to the retainer and to the reservoir tube lip. Device passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported thru email that the retainer ring was broken. Customer's blood glucose was unknown at the time of the incident. It was also stated that they used a glue to put it back on. No further details provided. The insulin pump will be replaced and agreed to return the device for analysis.